Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, low aspiration was experienced. The procedure was completed without patient harm.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and was able to confirm the reported event. The fluidics module was replaced. The system was then tested and met all product specifications. The system was manufactured on september 20, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming fluidics module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and was able to confirm the reported event. The fluidics module was replaced. The system was then tested and met all product specifications. The system was manufactured on september 20, 2005. Based on qa assessment, the product met specifications at the time of release. The fluidics module was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The sample was found to meet specifications the sample and system were determined to meet specification. Therefore, no root cause could be conclusively identified. The manufacturer internal reference number is: (B)(4).